Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race were not provided for reporting. This report is for one bab sheer large 10ct USA 381370047681, 8137004768 usd, 8137004768 usd. UDI #: (B)(4). Upc #: (B)(4), lot #: 1349b, exp date: na. Device is not expected to be returned for manufacturer review/ investigation device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 14, 2019. (B)(4). This is 1 of 4 med-watches being submitted as four devices were involved in this event. See medwatchs 8041154-2020-00008, 8041154-2020-00009 and 8041154-2020-00010. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female reported that her husband (the consumer) used the sheer large band aids and he had some reactions on the part where he placed it on his skin. It caused cellulitis and major itching. The consumer sought medical attention and was given antibiotics and instructed to use a hot compress for treatment.